Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists adverse events, including infection (local, driveline, pump pocket) and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to implant the patient had an intermittent fever that lasted through (B)(6) 2021, with negative blood cultures and prophylactic antibiotics were given. On (B)(6) 2021, the patient had acute blood loss anemia. The hemoglobin and hematocrit levels were reported as low but within the acceptable range. Hyperglycemia, hyponatremia, and the patient requiring inotrope/pressure support was reported post-operatively. It was reported that the patient received cell saver in the operating room (B)(6) 2021. The inotrope/ pressure support was reported as resolved on (B)(6) 2021.